Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) ranged from 500-806 mg/dl with high ketones. Customer attempted to address elevated bg by changing pump supplies but occlusion recurred. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) after falling several times and hitting their head. Customer was treated intravenously with fluids of saline and insulin and was discharged 5 days later with the issue resolved and no permanent damage. Customer reverted to multiple daily injections for insulin therapy.